Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 04-mar-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported the registered nurse "attempted to use feeding pump water flush with no success. And was unable to use viokase per order." The clinical nurse consultant (cnc) was made aware and received an order to replace the cortrak tube by the physician. The cortrak tube was removed by the cnc "who noted that only half of the tube came out, tube was severed at 53cm." The physician and nurse practitioner (np) were notified. A kidney, ureter, and bladder (kub) x-ray, a gastrointestinal (gi) consult and an esophagogastroduodenoscopy (egd) were ordered. The remaining cortrak tube segment was removed via and egd procedure." Additional information received 27-feb-2024 stating, there was no reported injury, "but patient went for gi procedure to remove tube." The device was placed on (B)(6) 2024 and was in use for 15-days. The issue was identified during an attempt to use the device on (B)(6) 2024 for medication administration. The registered nurse (rn) was unable to flush the clogged tube. "Hence, decision made to remove tube to replace. Upon removal, noted end of tube was severed at 53cm."

Manufacturer narrative:
The device history record for the reported lot number, 30282238, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 30-jul-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.